Event description:
It was reported that the pump failed flow rate test during pm. At a rate of 240 ml/hr and vtbi of 20 ml, the pump delivered 24 ml.

Manufacturer narrative:
(B)(4). The pump was tested for flow rate accuracy and the results were within specification. An add'l flow rate test was performed using parameters described in the reported event (240 ml/hr for 20 ml) and the device passed having delivered (B)(4).